Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Event description:
It was reported that the patient has "infection of sternal staples" which will be addressed using electrocautery, will be getting a fistula repaired due to a previous coronary artery bypass graft (CABG), and the patient's device has reached its elective replacement indicator (eri). The complainant was concerned regarding the potential for an issue with electrocautery and the device being past eri, and whether temporary back-up pacing would be needed. The device was explanted and replaced. No patient complications have been reported as a result of this event.